Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No green status indicator with an in date pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). No information was contained with the device memory log. This would indicate that the user accessible memory was erased. Investigation found the reported fault can be attributed to membrane failure resulting in an excess current drain which likely led to premature depletion of the returned pad-pak. The user was alerted to the depleted pad-pak with a lack of flashing green status led, this would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.